Event description:
It was reported that the patient had to spend two days in the hospital after the implant of the vns device due to nausea that the doctor attributed to the anesthesia used during the surgery. The implant surgery took place on (B)(6) 2015.